Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable troponin t hs (high sensitive) stat (short turn around time) ¿ tnths stat result for 1 patient sample tested on a cobas 8000 e 602 module. The initial tnths stat result was 44.39 ng/l. The initial result was released outside of the laboratory, but was questioned by the clinician since other samples that were collected had tnths stat results of < 5 ng/l. Clarification was not provided if the "other samples" were from the same or different patients. The customer verbally communicated that the repeat tnths stat result was <5 ng/l.the cobas e602 data provided had a tnths stat repeat result of 3.59 ng/l. The customer had handwritten tnths stat results of "< 5" three times on the data printout they provided. The initial sample was run in a false bottom tube that was pooled from two pediatric sample collection tubes. The repeat testing was run from the same original false bottom tube. The troponin t hs stat reagent lot was 2451800 with an expiration date of 30-sep-2018 the customer was using rack adapters. Qc results prior to the event were acceptable. The field engineering specialist adjusted the sample liquid level detection, the pressure sensor, the photomultiplier high voltage, and the sample probe assembly alignment over the mirco cup. He performed assay performance check and found "channel 2" measuring cell failed. The erroneous tnths stat result was generated from the "channel 1" measuring cell. He performed a blank cell calibration. He adjusted "channel 2" measuring cell. The performance and precision testing for both channels measuring cells are now acceptable. Qc testing was performed with passing results. The investigation is currently ongoing.

Manufacturer narrative:
There have been no further discrepant results reported from the analyzer since the day of event. The investigation was unable to find a definitive root cause.